Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event.the device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. If additional relevant information is received, a follow-up report will be submitted. The most likely cause(s) of this type of event include continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, torquing while leveraging the device, and/or not fully seating the driver into the screw during tightening. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in the patient.

Event description:
It was reported that during a lisfranc ligament reconstruction procedure, the surgeon drilled a hole of about 2.5mm into the intermediate cuneiform bone; outside of the cortical bone. The surgeon then reamed a hole of about 3.5mm. While he was attempting to implant the mini tightrope ft, ar-8917ds, the tip of the driver broke off. The surgeon attempted to retrieve the tip, however, was unsuccessful and the case was completed with the tip of the driver still inside of the patient.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission to reflect device evaluation. Complaint confirmed. The device met all material specifications as received. The evaluation revealed the driver's distal square drive is broken-off at the proximal end of the driver diameter transition. This type of event is typically caused by not inserting the implant coaxial to the bone tunnel, prying/leveraging the driver while the implant is still loaded and/or improper bone preparation prior to insertion.

Event description:
It was reported that during a lisfranc ligament reconstruction procedure, the surgeon drilled a hole of about 2.5mm into the intermediate cuneiform bone; outside of the cortical bone. The surgeon then reamed a hole of about 3.5mm. While he was attempting to implant the mini tightrope ft, ar-8917ds, the tip of the driver broke off. The surgeon attempted to retrieve the tip, however, was unsuccessful and the case was completed with the tip of the driver still inside of the patient.